Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the 30° endoscope plus instrument installed on usm 3 was not engaging and was not rotating. Technical support engineer (tse) reviewed error logs and found several errors 22020, 282, 31010 pointing to usm#3 and recommended to reseat the sterile adapter and attach the endoscope again without success. Site replaced it with a 0° endoscope and had same issue. Site reseated the sterile adapter again, ensuring it was properly attached with same result and moved endoscope to usm 2, as they were about to finish the procedure, and continued the procedure with usms. Field service engineer (fse) to follow up. The procedure was completed with no reported injury.

Manufacturer narrative:
The site reported that they were having some issues with the 30° endoscope plus instrument installed on usm 3 was not engaging and was not rotating. The sterile adapter was reseated, and the system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the unit involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 30-degree endoscope plus for failure analysis investigation. The endoscope was analyzed and found to have an attached endoscope adapter (aea) bearing friction issue. This defect was confirmed as binding. Additional observation(s) not reported by site: the endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope cable integrated connector, the cab integrated connector housing exhibited discoloration. Visual inspection confirmed. The endoscope was tested and placed on a camera attenuation tester or equivalent to measure transmittance but failed functional testing. The endoscope failed transmittance due to the measured output power not meeting specification limits.

Event description:
Refer to h11 for follow-up information.